Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving saline via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported a motor stall was seen at initial interrogation. The patient recently had magnetic resonance imaging (MRI). The pump logs show a motor stall and recovery on (B)(6) 2018 then another motor stall on (B)(6) 2018, stop pump period may exceed tube set on (B)(6) 2018 with a motor stall recovery (B)(6) 2018. It had not been less than 2 hours since the patient exited the MRI field. The hcp read the logs and the motor stall recovery occurred. Troubleshooting resolved the reported event. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient was seen in the clinic. The pump was interrogated and was working fine. The patient was doing fine. The patient's weight and medical history were not available.